Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had passed out at a store and hit their head on a shelf, and the paramedics were called. The customer was using sensors at the time of the incident. The customer had checked their blood glucose the morning of the incident. Later that day, the customer's sensor glucose showed 250 mg/dl, so the customer delivered a bolus, relying on the sensor reading. But the customer's blood glucose had actually been low, which cause the customer to pass out. The customer had not used the sensors ever since. The customer could not recall their blood glucose level at the time of the incident. Nothing further was reported.